Event description:
The customer received a control result of 206mg/dl on the contour. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer returned the control for evaluation. New strips, meter and control were sent to the customer.